Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was delivered too quickly into the patient's eye which caused the capsule to break. Reportedly, the lens remains implanted. Additional information has been requested, but has not been received. Reference MDR# 1119279-2014-00275 for the intraocular lens.